Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states there are large differences between their blood glucose and sensor readings. The customer's blood glucose level was 154mg/dl, and their sensor reading was 59mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The customer will be monitoring the device, and was informed of optimal insertion techniques and sights. The customer was advised to call back if sensor continues to present issues.